Event description:
It was reported that the patient had unexplained low voltage alarms. The log files captured a few low power advisory and low power hazard events where the white power lead was disconnected and the black power lead was still connected to a power source. These events occurred while connected to battery, mobile power unit, or power module. It was suspected that there could be a damage to the power leads of the controller and controller exchange might be necessary to resolve the issue. The systems controller was inspected and no signs of damage was noted but the battery clips had a damage and were replaced. On (B)(6) 2022, additional information was received that the battery clip exchange did not fix the issue and controller exchange was done and the alarms were resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 7 days ((B)(6) 2020 ¿ (B)(6)2022 per timestamp). Atypical low voltage alarms were active on (B)(6) 2022 from 01:50:22 ¿ 01:50:27, on (B)(6) 2022 at 15:04:37, and on (B)(6) 2022 from 00:33:46 ¿ 00:33:50. The alarms occurred during routine power source exchanges when one of the power cables was disconnected causing the bus voltages to drop while the other power cable was still connected to a charged battery. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on (B)(6) 2022 stated that exchanging the clips did not resolve the alarms; however, no alarms were reported after the controller was exchanged. The system controller (serial number: (B)(6)) was disposed of and was replaced with the system controller (serial number: (B)(6)). No products will be returning. The root cause of the reported events were unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect, low voltage, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.